Event description:
It was reported that a merlin.net transmission revealed a high ventricular rate episode. Intermittent ventricular undersensing was observed. The patient was asymptomatic. The pulse generator remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.